Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device. There was whitish-yellowish colored biol ogical residue on the outside diameter of the cuff balloon on the distal end of the device. Electrically, resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 3.3 ohms (blue), 3.4 ohms (blue with clear tubing), 3.7 ohms (red), and 3.5 ohms (red with clear tubing) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the electrode leads on the distal end of the device were submerged in saline to perform an electrode check and functional testing and the device passed the electrode check and there was no erratic feedback during functional testing. There was no intermittent behavior while using a stylet to manipulate the shape of the device. For additional analysis, a syringe was used to inject 20cc of air into the cuff and there were no issues during inflation or deflation. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, when the doctor start to detect nerve, he found there was no waveform on nim when he use the probe to detect nerve. The doctor tried to check nim by patient simulator and confirmed the nim is normal. So, the doctor thought the problem is endotracheal tube. Finally, the doctor changed a new endotracheal tube to complete the surgery. Surgery delayed by about 5 minutes. No patient injury.